Event description:
The reporter stated that during a spinal surgical procedure, the surgical tech loaded the vu a pod anterior intervertebral body fusion device onto the inserter and provided it to the surgeon. Upon insertion, the implant started to break apart where it was engaged with the inserter. The surgeon was applying minimal force to the inserter with a mallet. The implant and the fragments were removed from the disc space. A second implant was loaded onto the same inserter and was implanted successfully with no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.